Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent ventral hernia repair approximately three years ago and mesh was implanted. On (B)(6) 2015, during laparoscopic cholecystectomy, the surgeon found excessive adhesions for which he was not able to operate laparoscopically and the surgery was converted to an open procedure. When the surgeon opened the abdomen, it was found that mesh implanted for repair of ventral hernia three years prior was struck in the small bowel. Anastomosis had to be performed to correct the defect. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 and mesh was implanted. Following the index surgical procedure, the patient experienced peri-umbilical swelling and abdominal pain for one month. On (B)(6) 2015, extension adhesions were found and the mesh could not be separated. Anastomosis of the intestines had to be performed to correct the defect and remove the mesh. The patient is currently doing well. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.